Event description:
During a laparoscopic cholecystectomy the instrument deployed scissored clips on all clips fired from the device, and a second device of the same lot scissored the first 2 clips then they were ok thereafter. There was no pt consequence. Two devices discarded.